Event description:
Sales rep (B)(4) reported on behalf of surgeon dr. (B)(6) that while he was doing a triathlon ts patella replacement, in order to fixate the patella component onto the backside of the patella, dr. (B)(6) put some cement on the patella backside surface. She added that he couldn't see the drill holes, so he poked them through with an instrument. When he saw them, he placed the patella and put the clamp on, to ensure good pressure. He then noticed that the asymmetric patella was twisted, and had rotated about 1/4 from the original alignment. He quickly took it off and replaced it in the right position. When they later placed the drill guide and the patella trial component over each other, they noticed that it was possible to place it in different positions. She added that seeing as this is an asymmetric patella and therefore one that is aligned to a specific position, the surgeon thinks that the instrument should be idiot-proof and should prevent misplacements like this one from happening. There was no delay to the surgery nor any adverse consequences.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.